Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high pacing impedance lead measurements greater than 2,000 ohms. The physician suspected that the lead had fractured. However, no visible fracture was noted on a chest x-ray or fluoroscopy. Subsequently, the lead was surgically abandoned and was replaced with no issue. The device was electively replaced with a biventricular device. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.